Manufacturer narrative:
(B)(4). Upon initial analysis, it was not possible to reproduce any electricity linkage or ecd shock. Additional hypot and hyamp tests were performed. The problem resolved by replacement of the power supply unit. The unit then performed all tests per procedure. (B)(4).

Event description:
It was reported the staff would often get electrocuted when operating the programmer.